Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when patient temperature (pt) dropped significantly patient became bradycardic. Nurse stated they received alert 113 reduced water temperature control in an arctic sun device. Water temperature (wt) was dropped significantly, and patient temperature (pt) was dropped to 32.5c. Patient temperature (pt) was 33.1c, water temperature (wt) was 36.3c, water flow rate (wfr) was 0.8 l/m, low air leak. System diagnostics: outlet monitor temperature (t1) was 36.3c, outlet control temperature (t2) was 36.3c, inlet temperature (t3) was 37.2c, chiller temperature (t4) was 4.6c, water flow rate (wfr) was 0.8 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 0, mixing pump command (mpc) was 0, heater 28%, water reservoir level (wrl) was 3, system hours 5227, pump hours 5076.6. Walked through stop therapy, empty and disconnect. Reconnected using proper technique. Restarted therapy and device primed to stop with low air leak alert. Tried disconnecting and reconnecting again. Restarted and primed to stop with low air leak message, system diagnostics: water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.7, circulation pump command (cpc) was 100%, mixing pump command (mpc) was 0, heater 0. Walked through stopping therapy and disconnecting pads. Placed device in manual control with no pads system diagnostics outlet monitor temperature (t1) was 26.7c, outlet control temperature (t2) was 26.7c, inlet temperature (t3) was 27.3c, chiller temperature (t4) was 9.1c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -8.3psi, circulation pump command (cpc) was 51%, mixing pump command (mpc) was 0, heater 100%. Device alerting air leak. Walked through disabling manual control. Advised to swap out to alternate device at bedside. Label this device 113 & air leak and send to biomed for evaluation. Walked through set up of new device. Therapy resumed. Encouraged them to call back with any questions or concerns. Sn (B)(6). No medical intervention was reported.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The device was not returned. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. No additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when patient temperature (pt) dropped significantly patient became bradycardic. Nurse stated they received alert 113 reduced water temperature control in an arctic sun device. Water temperature (wt) was dropped significantly, and patient temperature (pt) was dropped to 32.5c. Patient temperature (pt) was 33.1c, water temperature (wt) was 36.3c, water flow rate (wfr) was 0.8 l/m, low air leak. System diagnostics: outlet monitor temperature (t1) was 36.3c, outlet control temperature (t2) was 36.3c, inlet temperature (t3) was 37.2c, chiller temperature (t4) was 4.6c, water flow rate (wfr) was 0.8 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 0, mixing pump command (mpc) was 0, heater 28%, water reservoir level (wrl) was 3, system hours 5227, pump hours 5076.6. Walked through stop therapy, empty and disconnect. Reconnected using proper technique. Restarted therapy and device primed to stop with low air leak alert. Tried disconnecting and reconnecting again. Restarted and primed to stop with low air leak message, system diagnostics: water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.7, circulation pump command (cpc) was 100%, mixing pump command (mpc) was 0, heater 0. Walked through stopping therapy and disconnecting pads. Placed device in manual control with no pads system diagnostics outlet monitor temperature (t1) was 26.7c, outlet control temperature (t2) was 26.7c, inlet temperature (t3) was 27.3c, chiller temperature (t4) was 9.1c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -8.3psi, circulation pump command (cpc) was 51%, mixing pump command (mpc) was 0, heater 100%. Device alerting air leak. Walked through disabling manual control. Advised to swap out to alternate device at bedside. Label this device 113 & air leak and send to biomed for evaluation. Walked through set up of new device. Therapy resumed. Encouraged them to call back with any questions or concerns. Sn (B)(6). No medical intervention was reported.